Event description:
Technician alleged that the side rail would not pivot or latch in up position.

Manufacturer narrative:
Technician found the pivot blocks were missing. Technician replaced the pivot block and the side rail is working correctly.